Event description:
It was reported that the pt recovered from gastric pacemaker placement, with near complete resolution of symptoms of nausea and vomiting. Three weeks after implant of the device, the pt started to experience progressive shortness of breath and was admitted to the hospital in 2004. He was noted to have large right and moderate left pleural effusions. The gastroenterology consultant reported that the etiology of this chylothorax was unclear, and though he had recent surgery it was unlikely that abdominal surgery in the absence of anatomic anomaly would lead to thoracic duct damage. Pulmonary consultation suggested possible explanations for pleural effusion included congestive heart failure, hypothyroidism, nephrosis, sympathetic due to recent surgery for gastric pacemaker or malignancy. The pt underwent several diagnostic and therapeutic procedures, including placement of bilateral chest tubes, video assisted thoracic surgery, a right thoracotomy, and tracheostomy placement. Chest tubes placed about 10 days later, put out approximately 200-800ml per day. Subject had hypoalbuminemia and required albumin infusions. Output on the left side was too high for tube removal. In the next day, pt had thoracoscopy/right video assisted thoracic surgery for thoracic tube ligation; mechanical and talc pleurodesis. About 2 weeks later, the pt had right thoracotomy/evacuation/total pleurotomy. He was difficult to extubate and was sent to the intensive care unit (ICU). After thoracotomy and following remote radiation the subject was unable to wean from the ventilator and tracheostomy was requested and placed. The pt was transferred to the ICU again at approximately 40 days later, with recurrent sepsis and candida infection of the mouth. He went into pulmonary arrest for 15 minutes. The pt was revived and intubated. After revival the subject went into arrest again, however, the code was terminated with "do not resuscitate" orders given. During the course of hospitalization subject became depressed and developed recurrent sepsis and candida infection of the mouth and throat, could not swallow and hyperalimentation had to be continued. The etiology of the chylous effusion is unclear. It was not believed that the cause of death was device related. Final diagnosis was respiratory failure secondary to recurrent pleural effusions and chylous effusions.